Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("4 containers with fragments of coiled wire/device was drawn laterally and this was drawn out"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 29-year-old female patient who had essure (batch no. 626902) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2004, (B)(6) 2007), miscarriage, panic attacks, constipation chronic, d & c (after a miscarriage), cyst ovary and anaemia, postpartum. Previously administered products included for prevention of unwanted pregnancy: depo-provera from 1993 to (B)(6) 2008. Concurrent conditions included overweight and endometriosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), rash ("rashes") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2011, the patient experienced alopecia ("hair loss;"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower abdominal"), back pain ("severe back pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation/weight gain/weight loss"), procedural pain ("painful surgery"), furuncle ("skin boils"), abdominal pain ("abdominal area pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antidepressants, linum usitatissimum seed oil (flaxseed oil), surgery (underwent left and right salpingectomy), and surgery (left pelvic sidewall biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving, the endometriosis, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache, allergy to metals, furuncle, vision blurred and bacterial vaginosis had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial vaginosis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, furuncle, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and "confirming" pelvic endometriosis, pelvic pain, fatigue, blurred vision, headaches, panic attacks, pain, depression anxiety, skin boils. Most recent follow-up information incorporated above includes: on 25-jun-2018: reporters added. Concomitant disease and laboratory data was added. Added event bacterial vaginosis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("4 containers with fragments of coiled wire/device was drawn laterally and this was drawn out"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 29-year-old female patient who had essure (batch no. 626902) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2004, (B)(6) 2007), miscarriage, panic attacks, constipation chronic, d & c (after a miscarriage), cyst ovary and anaemia, postpartum. Previously administered products included for prevention of unwanted pregnancy: depo-provera from 1993 to (B)(6) 2008. Concurrent conditions included overweight and endometriosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), rash ("rashes") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2011, the patient experienced alopecia ("hair loss;"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower abdominal"), back pain ("severe back pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation/weight gain/weight loss"), procedural pain ("painful surgery"), furuncle ("skin boils"), abdominal pain ("abdominal area pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antidepressants, linum usitatissimum seed oil (flaxseed oil), surgery (underwent left and right salpingectomy), surgery (bilateral salpingectomy) and surgery (left pelvic sidewall biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving, the endometriosis, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache, allergy to metals, furuncle, vision blurred and bacterial vaginosis had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial vaginosis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, furuncle, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and onfirming pelvic endometriosis, pelvic pain, fatigue, blurred vision, headaches, panic attacks, pain, depression anxiety, skin boils quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("4 containers with fragments of coiled wire/device was drawn laterally and this was drawn out"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 29-year-old female patient who had essure (batch no. 626902) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1996, (B)(6) 2004, (B)(6) 2007), miscarriage, panic attacks, constipation chronic, d & c (after a miscarriage), cyst ovary and anaemia, postpartum. Previously administered products included for prevention of unwanted pregnancy: depo-provera from 1993 to (B)(6) 2008. Concurrent conditions included overweight and endometriosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), rash ("rashes") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), headache ("headaches") and furuncle ("skin boils") and was found to have weight increased ("weight gain/ loss (specify which one ) :weight gain"). On (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2011, the patient experienced alopecia ("hair loss;"). In march 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower abdominal"), back pain ("severe back pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation/weight gain/weight loss"), procedural pain ("painful surgery"), abdominal pain ("abdominal area pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with antidepressants, linum usitatissimum seed oil (flaxseed oil) and surgery (left pelvic sidewall biopsy, bilateral salpingectomy and underwent left and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and weight increased outcome was unknown, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving, the endometriosis, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache, allergy to metals, furuncle, vision blurred and bacterial vaginosis had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bacterial vaginosis, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, furuncle, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: full occlusion fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and confirming pelvic endometriosis, pelvic pain, fatigue, blurred vision, headaches, panic attacks, pain, depression anxiety, skin boils quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event weight gain. Updated onset date of events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe cramping/ lower abdominal"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss;"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), rash ("including rashes"), pruritus ("itching and boils"), vaginal infection ("vaginal infections") with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation") and procedural pain ("painful surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dyspareunia, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("4 containers with fragments of coiled wire/device was drawn laterally and this was drawn out"), pelvic pain ("pelvic pain") and endometriosis ("endometriosis") in a 29-year-old female patient who had essure (batch no. 626902) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2004, (B)(6) 2007), miscarriage, panic attacks, constipation chronic, d & c (after a miscarriage), cyst ovary and anemia. Previously administered products included for prevention of unwanted pregnancy: depo-provera from 1993 to (B)(6) 2008. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient experienced menorrhagia ("heavy bleeding during menstruation/ prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), rash ("rashes") and allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2011, the patient experienced alopecia ("hair loss;"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower abdominal"), back pain ("severe back pain"), migraine ("migraine headaches"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections") with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation/weight gain/weight loss"), procedural pain ("painful surgery"), furuncle ("skin boils") and abdominal pain ("abdominal area pain"). The patient was treated with antidepressants, linum usitatissimum seed oil (flaxseed oil), surgery (underwent left and right salpingectomy), surgery (bilateral salpingectomy) and surgery (left pelvic sidewall biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving, the endometriosis, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache, allergy to metals, furuncle and vision blurred had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, furuncle, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, tooth disorder, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and confirming pelvic endometriosis, pelvic pain, fatigue, blurred vision, headaches, panic attacks, pain, depression anxiety, skin boils most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received:the event abnormal vaginal bleeding, dental problems, dysmenorrhea, headaches, nickel allergy, skin boils, blurred vision, endometriosis, abdominal area pain added and concurrent condition,medical history. Reporters and lab data added. Event device breakage was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe cramping/lower abdominal"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss;"), dysgeusia ("metallic taste in mouth"), skin irritation, rash ("including rashes"), pruritus ("itching and boils"), vaginal infection with vaginal discharge, post-traumatic stress disorder ("post traumatic stress disorder") with fatigue, depression, pain and anxiety, weight fluctuation ("weight fluctuation") and procedural pain ("painful surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, skin irritation, rash, pruritus, vaginal infection, post-traumatic stress disorder, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dyspareunia, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, procedural pain, pruritus, rash, skin irritation, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 3-jul-2017: after a company internal review, quality safety evaluation information was amended. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.